Manufacturer narrative:
An authorized service provider (asp) evaluated the device at the repair center and confirmed the occurrence of the blower stalled alarm in the device¿s event log. The asp replaced the blower assembly to resolve the reported issue. The asp then completed cleaning, running, and function tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the blower had stalled, causing the airflow to stop. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. There was neither delay in therapy nor medical intervention reported. No patient information was disclosed. The customer informed the authorized service provider (asp) that the blower stalled. The v60 ventilator was replaced with another working v60 from the customer site and collected so that it could be repaired at a repair center. The investigation is ongoing.